Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had damaged / defective tubing. The following information was provided by the initial reporter: tubing bulged/ballooned within the section of tubing that is inserted into the alaris pump, unable to finish infusion. Cat# of product being complained: al11532269, description of product: set check valve 0.2mic 2nf 87/6in 2pc male l/l 20ea/ca, lot or s/n: (B)(6), complaint noticed: during / after use, problem frequency: 1st time, qty affected: 1 ea. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient lost part of their tpn dosing (less nutrition), needed a new line hooked up to their central line (higher infection risk), if tubing burst (it was caught in time, so this did not happen) - increased infection risk for patient